Manufacturer narrative:
It was reported that the patient had heavy exudating wound post revision for instability, so patient received a washout and debridement with saline, iodine and peroxide. The r3 20 deg +4 xlpe acet lnr 36mm x 54mm and the oxinium fem hd 12/14 36 mm xl/+12 were removed. Shell and stem retained. Wound washed and irrigated. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a patient received a revision surgery on (B)(6) 2020 due to dislocation (reported previously) then, patient had heavy exudating wound post revision for instability, so patient received a washout and debridement with saline, iodine and peroxide. The r3 20 deg +4 xlpe acet lnr 36mm x 54mm and the oxinium fem hd 12/14 36 mm xl/+12 were removed. Shell and stem retained. Wound washed and irrigated. New implants of the same sizing were implanted. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.